Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Additionally the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded, however, a cartridge change error occurred. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.